Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found damage to the internal components of the device. The customer?s experience of component separation was caused by excessive force exerted on the clip applier after all the clips were used. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings.

Event description:
Lap chole - "after using a lot of clips, the surgeon attempted to squeeze the trigger to load clip. The surgeon was not aware that the clip applier was out of clips. The surgeon continued to squeeze and heard a snapping sound and the clip applier feeder protruded through the jaws. A piece of the feeder fell off the end. The surgeon removed the piece and the clip applier. Another clip applier was used to finish case." Patient status - "ok."